Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test and displacement test. Device received with normal operating currents. No blank display noted. Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to motor error alarm during basic occlusion test. Motor passed motor test.